Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire medical was not able to duplicate the reported issue. Alarm pcb (printed circuit board) was tested according to service procedures run on 3100a system for approximately 16 hours and found no indications of malfunctions or burning smell from pcb (printed circuit board). Alarm board was found to be functioning as intended.

Event description:
It was reported to vyaire medical that the 3100 a ventilator has a "burning" smell coming from the top of the unit in the back. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.